Event description:
Rui joystick emergency stop button missing. Remote user interface (rui) provides remote c-arm mechanical movements. The emergency stop button was damaged or destroyed and would not be available for use if needed.

Manufacturer narrative:
A ge service representative investigated the issue and found a damaged remote user interface that was replaced. While on site, the system displayed a low ma error and the calibration files were reloaded to restore function. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury was reported as result of this complaint. The facility was unable to, or refused to provide any further patient information with respect to this issue.